Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found kinked.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was observed to be stretched causing a tear spanning both the unexposed and exposed portions of the soft cannula and fluid to leak from the fluid path. Although inspection of the soft cannula found it to be stretched, it did not find any bends or kinks.